Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event was caused by the adhesion of foreign matter consisting mainly of hydrocarbon grease or oil containing esters. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿before use, inspect the entire instrument for any irregularity and the bristles for any damage. Using a brush with irregularities and/or damage can impair its cleaning ability, which may cause infection of the patient. If the bristles are crushed, gently straighten them with your fingers.¿ ¿clean only one endoscope with this instrument and discard the brush immediately after use. Otherwise, the cleaning effectiveness of the instrument may be impaired, equipment damage and/or infection of the patient and/or operator may occur.¿ ¿this instrument is intended for single use. Do not attempt to use this instrument to clean multiple endoscopes.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, during preliminary cleaning after an examination, when the forceps channel/suction port of pcf-h290i (colonovideoscope) was brushed with a single use combination cleaning brush, the brush tip was stained orange. The examination was normal without the use of a staining agent. The subject device was used for another endoscope. The customer confirmed that when brushing, it was checked for dirt by rubbing the brush. When a red foreign substance adhered, a new brush was used and brushing was performed again, but the foreign substance could not be removed from the endoscope. There were no drugs used clinically before the cleaning. The pre-cleaning agent used was endopure and the disinfectant used in the washing machine was disopa. There was no report of patient harm associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
Two subject devices were returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Both devices had an orange foreign substance attached to the channel brush. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.